Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion in the cx artery exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent strut damage occurred in vivo during positioning/advancement. It is believed that the event was due to the use of the device in difficult lesion morphology/anatomy. The procedure was completed using a non medtronic device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.